Manufacturer narrative:
There was no unexpected external ram crc error or no delivery alarms noted during testing. The device passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The device was received with constant unexpected restart alarms during battery changes due to faulty c13 on interface board. The device was received with cracked lcd window, cracked cat at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. There was no moisture damage on lcd board noted.

Event description:
The customer reported via phone call of unexpected restart alarms on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The alarm history showed that the customer had received four alarms. Troubleshoot was conducted. The device is being returned for analysis and being replaced.